Event description:
The sales rep reported during a shoulder arthroscopy procedure, the surgeon was using a 5.5 smith & nephew burr and broke the dam on the clear cannula, a piece of plastic fell into the pt. The surgeon removed the piece of plastic from the pt and completed the procedure with no pt consequences.

Manufacturer narrative:
At this time, we are waiting for further info before we can draw any conclusions on this case.